Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to pace. Complaint indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Testing of the device was not able to duplicate the problem condition. The device was recertified and returned to the customer. No trend is associated with reports of this type.